Event description:
1/14/97 pulmonary artery line (p/a line) decreased with significant bleeding at site on skin. 1/15/97 discovered p/a catheter tip remained with chest x-ray and then to or for intracardiac foreign body removal, re-do sternotomy, remove p/a cath. Irrigate chest, replace left chest tube.